Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of when the patient coughed or talked they felt a shock was ¿scs stimulation. The rep stated that the stimulator was working as intended and the patient was educated on the dynamic nature of scs¿. Re-education and adjustment of stimulation intensity levels was done to address the issue. It was reported that the issue was resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported therapy is starting to act a little funny when they cough or when they talk - patient stated it is a shock to her but not one that hurts. Patient clarified the sensation feels like a vibration when she coughs or talks. Pt added if they hold their hands up real high they are feeling a vibration when they raises her hands patient stated this has been going on for the past maybe 3 days patient stated they have tried to adjust stimulation on her own but it is not making any sort of difference she is still feeling the sensation. Patient has not had any traumas or falls. Pt stated the doctor (hcp) is out of office on vacation. Agent is sending a message to the local field reps about patient call.